Manufacturer narrative:
It was reported that a revision surgery was performed due to a plate breakage. The affected peri-loc locking plate along with the screws, used in treatment, was returned. A lab analysis was conducted and noted that the plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the locking plate could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material¿s strength, and/or (3) poor bone quality. A review of the manufacturing records for the listed part did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A medical analysis noted x-rays provided shows that there is a non-union of the distal femoral fracture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to a plate breakage.